Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric plate lens. The lens was scratched when inserted into the eye. Lens was removed with no pt injury. The incision was not enlarged and no suture was needed. Lens was discarded. No info was available on what injector sys the surgeon used.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: the product pertaining to this claim was discarded and not returned for eval. Based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).